Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support again if the issue reappears.